Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a kyphoplasty procedure at t8 using eggshell technique. The balloon deployed with no problems but when attempting to remove it from the vertebral body, the tip of the balloon broke off. It was also reported that there was no intervention required other than attempting to remove the broken tip of the balloon. The balloon fragment was left inside the patient. No patient allergic reactions or complications were reported. No further information was provided.